Event description:
It was reported that the patient experienced an inappropriate therapy. It was discussed that the device settings should be adjusted to prevent the inappropriate therapy and that is appeared the patient had exit block. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. (B)(6).